Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition. An rv lead fracture was suspected to be the cause of the event, however this was not confirmed via diagnostic imaging or during the lead revision procedure.